Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 12.5 years remaining in 2019 to 3.5 years remaining now. At this time, the device remains in service, and the patient is being closely monitored via the latitude remote patient monitoring system. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 12.5 years remaining in 2019 to 3.5 years remaining now. At this time, the device remains in service, and the patient is being closely monitored via the latitude remote patient monitoring system. There were no adverse patient effects reported. Additional information received indicates this patient continues to be closely monitored via latitude, and a replacement procedure has neither been performed nor scheduled.